Event description:
It was reported via clinic notes that when the patient's previous vns generator was running low the patient suffered from a prolonged psychiatric admission with catatonia. At the time of the replacement surgery it had been previously reported that the patient's device was replaced for prophylactic reasons. The generator had been received by the manufacturer and underwent analysis. Testing found that the device performed to functional specification and the end of service indicator was not set.